Manufacturer narrative:
Date sent to FDA: 12/23/97. A customer returned sample (bloody/decontaminated by cobalt), and control sample from same julian date were evaluated for protein level using stm 1452 and for accelerator (mbt) using hplc. The results showed that the samples tested were within historical limits for protein and mbt for this product. It could not be confirmed that an actual failure of the product to conform to expected performance had occurred.

Event description:
A nurse reports that a surgeon has experienced dermal irritations twice on two separate occasions while using these latex surgical gloves. The rash has resolved with no unusual treatments. He has no known sensitivities.